Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed self-test. No unexpected low battery alarms noted. No isolation tape damage noted on lcd board. Battery cap was installed and anomaly was noted. The insulin pump was received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window, cracked case at reservoir tube window corner and slight corrosion on battery cap contact. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they would have to screw and unscrew the battery cap to retrieve the insulin pump's display. The customer reported the issue persisted with a replacement battery cap. Customer's blood glucose was 114 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.